Manufacturer narrative:
The device has been received but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.

Event description:
The customer reported that the device does not turn on with good battery. No patient involvement.